Event description:
It is reported that the head and neck combination did not fit correctly (too loose). Surgery was completed using different devices.

Manufacturer narrative:
This report will be amended when our investigation is complete.